Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 277 mg/dl. Reportedly, tandem technical support provided pump reset instructions to the customer to resolve issue and the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.